Event description:
The patient involved in this incident was disabled due to heart disease. Approximately, 2 and 1/2 years ago, she had an acute myocardial infarction, which required coronary bypass grafting times 5. Postoperatively, she had non-sustained ventricular tachycardia. She required implantation of a defibrillator. She had an inappropriate therapy and presented to the emergency room where it was determined she had a fractured sprint fidelis lead, so the device was inactivated. She was taken to the operating room where a guidewire was advanced under fluoroscopy into the right atrium. A stylet was passed down the fidelis lead, and the active fixation device was withdrawn. Using constant gentle traction and some rotational torsion, the fidelis lead was removed in its entirety. Constant fluoroscopic examination was performed during this time. The patient tolerated the procedure well.